Event description:
Carefusion neocircuit rt4851.12, lot-0000453627 and 0000548191 vent circuits on drager vent showed errors associated with flow measurement out of range; oxygen measurement out of range; low volume alarm; mr820 heater would not heat up-never got past 23 degrees celsius. The vents had passed the sensor call and leak test prior to being placed on infant. New vents and new circuits were attempted with same results. Circuits changed to the fp evaqua circuits with no further vent issues. Hairline cracks noted in carefusion rt circuits. Diagnosis or reason for use: neonatal ventilatory support. Event abated after use stopped or dose reduced: yes.